Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk #6 broken into pieces inside of the housing. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting the large hem-o-lok clip applier instrument jaw would only move in one direction when trying to fire the clip and would not clamp, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument jaw would only move in one direction when trying to fire the clip and would not clamp down on the clip. The circulator grabbed another instrument and surgery proceeded without further complications. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.